Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited shocking impedance measurements greater than 200 ohms. A review of the device data revealed the measurements have been out of range for approximately one year. Reprogramming was performed and the patient was going to be set up with remote monitoring. No adverse patient effects were reported.